Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2004; d314trg crt-d, implanted: (b)(6 2013. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to unexpected longevity. It was also reported that left ventricular (lv) lead thresholds were high since implant and had also risen. The lead was capped and replaced. No patient complications have been reported as a result of this event.